Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss from the cylinders and pump leading to pump failure. The patient was not able to inflate and deflate the device. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided in b5: this report is a duplicate event and is reported under 2183959-2019-62535 and the analysis will be submitted after completion under 2183959-2019-62535.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss from the cylinders and pump leading to pump failure. The patient was not able to inflate and deflate the device. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. This report is a duplicate event and is reported under 2183959-2019-62535 and the analysis will be submitted after completion under 2183959-2019-62535.